Event description:
On (B)(6): customer reported via phone that the urology system will not fluoro. Staff noted the failure at the beginning of days procedure. Customer stated system is currently down and they are unable to perform procedures as they do not have back-up capabilities.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.